Event description:
Boston scientific received information that this product was part of a system revision due to erosion and was removed due to compression necrosis. The right atrial lead was surgically abandoned and remained in the patient, while the right ventricular lead was removed from the patient and discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.